Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 540 mg/dl and was admitted to the hospital for diabetic ketoacidosis (dka). The cause of the high bg was not known. The customer was treated with intravenous insulin and fluids. The customer's discharge date was not provided. Although multiple attempts were made to obtain more information, the contact did not reply to the requests.